Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that proximal and distal conductors were distorted at the first rib/clavicle, the outer insulation had a cosmetic observation at the first rib/clavicle, the proximal and distal conductors were distorted due to being pulled/stretched/overstressed, there was blood on the proximal and distal conductors not obstructed, and the lead had apparent explant damage. Concomitant product: durata competitor implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: us analsis: the analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead had fractured. The lead was explanted and replaced with a new lv lead. No patient complications have been reported as a result of this event.